Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history and manufacturing records found no evidence of product non-conformance. Visual examination of the returned device found evidence of damage along the edge of the polyethylene circlip. The complaint cannot be confirmed and a conclusive root cause of the event cannot be determined, as details regarding the surgical method, postoperative treatment, component positioning and alignment were unavailable for review.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 3006946279-2016-00069 / 3002806535-2016-00232). Product requested, but not yet received.

Event description:
Patient was revised approximately two months post-implantation due to dislocation of the femoral head. The femoral head and acetabular cup were removed and replaced.